Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime /xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of a coronary stenting procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in a mildly tortuous, moderately calcified mid left anterior descending coronary that was 90% stenosed. A 3.0x38mm xience prime stent was deployed and a distal edge dissection occurred. A 3.0x15mm xience prime stent was implanted to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.